Manufacturer narrative:
Analysis on the returned axiem 4 port system resulted in no failure being found through functional testing and visual/physical examination. Analysis states that the returned axiem was connected to a known good test system and initially all four ports were tracking normally. Left the unit connected for an additional forty eight hours and tracking maintained a green status throughout testing. Unable to replicate the reported issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was an axiem communication failure. The interface lists power faults. The representative replaced the I/o hub chain and the system then passed the system checkout and was found to be fully functional. Analysis on the returned I/o hub chain resulted in an electrical failure being found through visual/physical examination and proceduralized device testing. Analysis states that it failed at the rs232 ports 1 and 2. Analysis on the returned axiem cable, fusion power sw assembly, power supply, power cable, and usb-a to usb-b cable all resulted in no failure being found through functional testing and visual/physical examination. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that when the representative booted the navigation system today, the emitter icon had a red x on it. The emitter details stated to check power source, and the em interface listed faults on all of the power supplies for the axiem box. The axiem box has a status 8 on the side of it. It was noted through troubleshooting that a full hardware shutdown and reboot did not resolve the issue. Further troubleshooting by disconnecting the emitter and checking the software again did not resolve the issue. There was no patient present when this issue was identified.